Manufacturer narrative:
It was reported that while the mcot monitor was charging the mcot monitor charging cord melted. It was also reported that the monitor would not hold a charge/would not charge. The mcot monitor was returned for device evaluation. Monitor was inspected for general physical integrity, was found in good condition. Charging cord was not returned. Monitor was functional to charge. Further inspected the charging port for damage or corrosion. The port appeared to have normal damage caused by wear and tear. Engineering evaluation was unable to confirm the melt event. During visual inspection the charging port was intact and powered on. There is no evidence that the monitor itself was the source of the melt. The monitor charging port only showed minor damage from wear and tear. Philip's am&d is further investigating this reported malfunction.

Event description:
It was reported that on 16 july 2024 while the c6 monitor was charging the charging cord melted. The monitor would not charge or hold charge. A replacement was not sent because the patient was on their last day of service. There was no report of property damage or patient injury. Additional information was requested but was unsuccessful.